Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a physician in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the stent experiences excessive force during removal of the stent, this could have contributed to the reported stent breakage. Prior to distribution, all geenen pancreatic stents are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The physician implanted a cook endoscopy geenen pancreatic stent set on (B)(6) 2009. Extraction of the stent was performed with a snare through an endoscope on (B)(6) 2009. During removal of the stent and when the stent emerged from the papilla, the stent broke at the area of the flap. Forceps were used to complete the stent extraction. The patient did not experience a problem after the extraction. The patient did not experience any adverse effects or require additional procedures due to this observation.